Event description:
It was reported that a cgm error occurred. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support and performed a pump reset, which resolved the issue and allowed them to successfully start their sensor session.